Event description:
The reporter stated that after the product was used during a surgical procedure, there were no immediate postoperative complications. After thirty days, the patient had inflammation, edema, pain and serous fluid drainage. The wound was drained but there was no improvement. The surgeon elected to remove the product from the surgical site.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.